Event description:
It was reported that post op the patient experienced diaphragmatic stimulation. The right atrial (ra) lead became dislodged during the operation and when the patient was in recovery. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.